Manufacturer narrative:
B5 describe event or problem - updated. B6 relevant tests/laboratory data - updated. D6a implant date - updated.

Event description:
Reprise IV study: it was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the reprise IV study. Post index procedure, the patient developed lbbb. No diagnostics or action was taken. At the time of reporting, the event was considered not resolved. It was further reported that more procedure details were provided. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelet medications. A loading dose of 325 mg of aspirin was given the day before the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, the patient developed lbbb. Two days post index procedure, the patient was discharged home.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the (B)(6) study. Post index procedure, the patient developed lbbb. No diagnostics or action was taken. At the time of reporting, the event was considered not resolved.